Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken in (B)(6) 2019 wherein the entire system was explanted. Patient received oral antibiotics and a PICC line. The infection has since been resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.